Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited elevated threshold. The lead was capped and replaced during a scheduled generator change out procedure. The patient was asymptomatic during and following the procedure.